Manufacturer narrative:
The device is not available for evaluation since the issue was resolved with troubleshooting. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The issue of no image was confirmed to be reolved by troubleshooting; the image was appropriately displayed by the setting of pip/pop. This event is judged to be due to handling. The following description was confirmed upon checking the operation manual. 6.1 identification of abnormalities and methods of coping abnormal content: no images. Cause: the input signal selection button is not set properly. Coping: select the appropriate input terminal with the input selection button on the front panel. 6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal.

Manufacturer narrative:
Additional information is not yet available from the customer. The device will not be returned, since the issue was resolved. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device was no displaying an image. With troubleshooting and ensuring that the input on the device was set to serial digital interface (sdi) the image was displayed on the monitor. To get the desired image resolution the customer was going to pick the scan size that will suit them, taking care not to cut off the endoscopy image. There is no reported harm to any patient.